Event description:
It was reported that the pump overinfused during benchtesting. This occurred when biomedical engineering was performing the required tests. The pump was not on a pt.

Manufacturer narrative:
Manufacturer's report date 11/5/97. The pump was not returned for evaluation, however, the hosp did receive the safety alert. Hosp was following the safety alert directions to replace the follower housing assembly. When they tested the unit, it infused .02% over the specification. Hosp advised they would install another follower housing assembly and if it passed their testing they will not return the device to the MFR for evaluation.